Event description:
Boston scientific was notified that a coil got stuck at the hub of the excelsior 1018 microcatheter and insertion was difficult. No complications were reported to have occurred with the pt as a result of this event.